Event description:
It was reported the pt was experiencing rib stimulation. Reprogramming attempts were unsuccessful. Allegedly, the pt's lead had migrated. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.